Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on plug strap, brown particles on the shell, and creases fold. The unit does not leak. Microscopic analysis was performed which identified: sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - sharp broken on plug strap assessed as an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and concern for textured implant device.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "concern with the product" against left device. The device has been explanted and returned.